Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unknown philos plate/screws constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wu k., lin t., and lee c.h. (2023), intramedullary nailing versus cemented plate for treating metastatic pathological fracture of the proximal humerus: a comparison study and literature review, journal of orthopaedics and traumatology, vol. 24 (45), pages 1-8 (taiwan). The aim of this retrospective comparative study is to evaluate and compare outcomes of intramedullary nailing and locking plates in treating metastatic proximal humerus pathological fractures. Between january 2011 and january 2022, a total of 45 patients (22 male and 23 female) with a mean age of 61.7 ± 9.7 years were included in the study. Among these, 17 cases (8 male and 9 female) were treated with intramedullary nailing (multiloc humeral nails) plus cement augmentation (unknown manufacturer), while 28 cases (14 male and 14 female) were treated with locking plate (philos® system) plus cement augmentation (unknown manufacturer), depending on physician judgment. Average follow-up time of the nailing group was 12 months and 16.5 months for the plating group. The following complications were reported as follows: multiloc group: 10 patients died (unknown cause). 1 patient had radial nerve palsy. Philos group: 11 patients died (unknown cause). 3 patients had radial nerve palsy. 1 patient had humeral head collapse and fragmentation without needing revision surgery. This report is for an unknown synthes philos plate/screws constructs. It captures the reported events: 3 patients had radial nerve palsy. 1 patient had humeral head collapse and fragmentation without needing revision surgery. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).